Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported a button on the insulin pump was not consistently responding. Customer's blood glucose was reportedly within normal range. Customer was advised the device would be replaced and agreed to return the product for analysis.